Event description:
Fiber wire would not completely screw into the laser machine. Numerous attempts made by two different laser nurses. New fiber opened and worked without problems. Caused 45 second delay in operating room. No injury to patient other than delay in procedure.